Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the anterior tibial (at) artery. The physician advanced the csi guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. Multiple runs were performed at low, medium and at high speed, and successfully treated the lesion. When the physician attempted to remove the oad, it seemed to get stuck on the guide wire. The oad and guide wire were removed, but angiography revealed that the tip of the guide wire had broke off. The tip of the wire was left in the patient and the patient status remained stable. A request for additional information was made to the facility, but was denied.